Event description:
On (B)(6) 2012, the pt underwent repair of a thoracic aortic aneurysm. At this time, the pt also had a 3.5 cm abdominal aortic aneurysm. On (B)(6) 2012, the pt expired due to a ruptured abdominal aortic aneurysm. An autopsy was performed on the pt to confirm the ruptured abdominal aortic aneurysm and there was a right posterior lateral longitudinal tear around 3 cm below the renals. The relationship between the thoracic aortic aneurysm and the ruptured abdominal aortic aneurysm is unk.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. The relationship between the thoracic aortic aneurysm and the ruptured abdominal aortic aneurysm is unk.